Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The central processing unit control board was replaced, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit had a system restart alarm several minutes after having turned the unit on. There was no report of patient involvement.